Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details: after the first inflation and deflation, there was an event where no pressure was applied during the second inflation. The user replaced it with a different inflator and used it, and the surgery was completed. There is no damage to the patient. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without a package was returned for evaluation. The returned sample was visually evaluated per specification and no defect was detected. The sample was functionally tested per specification with passing results. Based on the evaluation results, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.